Event description:
This info was reported as a consumer complaint. Product was used on the following an unknown procedure. During the procedure it was noted that the sheath had separated from the hub. There were no resulting clinical complications.